Event description:
It was reported that, after a tha had been performed on (B)(6) 2015, the echelon cemented stem broke, likely due to minimal medial bone support of the stem 4-5cm below body. It happened while the patient was showering, so a very low energy breakage. The stem was revised. The patient outcome is unknown.

Manufacturer narrative:
The device, used in treatment, was not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that per complaint details, a revision was performed approximately 5.9 years post implantation for a stem fracture which was reportedly ¿likely due to minimal medial bone support of the stem¿ with a ¿very low energy breakage. It was communicated that medical documentation would not be available for inclusion in the medical investigation. The patient impact beyond the reported revision itself could not be determined. No further medical assessment is warranted at this time. Should clinically relevant documentation/information become available, the clinical/medical task may be re-evaluated. A review of complaint history did not reveal additional complaints for the listed batch. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. A review of the risk management file and instructions for use documents revealed this failure mode and potential harm was previously identified. Some potential probable causes for this event could include but not limited to traumatic injury, surgical technique, implant failure or design of device. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved or product information, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.